Event description:
Caller reported a malfunction on the pump, identified as malfunction code 12. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. After resetting, the malfunction code did not recur, and the customer was advised to call back if the issue reappeared. The caller understood and acknowledged the instructions, and the customer could continue using the pump.